Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. The base handle had been closed without the 6-inch transitional installed, deforming the handle hole. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2005).

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2021-00225. A facility reported that the mayfield ultra base unit (a2101) have loose handles. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.